Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a battery issue was confirmed during product evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. Appropriate action was taken to correct the reported problem by replacing the main batteries and harness. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92. A review of the product labeling was performed and found the labeling to be adequate. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. It is unknown when or in which care area this event occurred. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated on-site at the customer facility. Baxter's investigation is still in process. A follow-up report will be submitted when additional information becomes available.